Manufacturer narrative:
Hospital is not releasing device.

Event description:
Allegedly, the ceramic tip of the sheath broke off into the patient during a bipolar turp procedure. The broken pieces were retrieved and procedure was completed with no injury to patient.